Event description:
A product liability claim was raised. It was reported that the patient was implanted a durom hip generic in 2008 (exact date not reported). On (B)(6) 2013, the patient underwent revision surgery due to unknown reasons. Since the exact implantation date was not reported, it will be entered as (B)(6) (2008) and will be treated as one of the cases for which zimmer implemented a correction in (B)(4) 2008.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Since the lot numbers were not provided for the devices, the device history records could not be reviewed. While a cause for the revision surgery cannot be ascertained from the information provided, this case might be related to the issues for which zimmer implemented a correction in (B)(4) 2008. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time. (B)(4).